Manufacturer narrative:
(B)(4). A partial lead was returned in three segments. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the system was explanted for cremation. There is no known allegation from a health professional that the death was related to the device.